Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcg+b) results on their e411 analyzer. The customer provided data for 92 patients, 91 of which had discrepant results. The customer stated the initial results for all the patients were reported outside the laboratory. Some of the patients complained about their results to the laboratory. The customer repeated the same patient samples using a dxi analyzer, beckman analyzer, and a cobas e411 analyzer and obtained conflicting results for most of the patients. All the repeat results on the cobas e411 were negative, while the repeat results from the dxi and beckman analyzers were negative or low positive. The customer requested new blood samples for the patients with low positive repeat results. Please refer to the attachment to the medwatch for the patient data. Information on whether the patients were adversely affected was requested but not provided. The hcg+b reagent lot number was 173268. The expiration date was requested but not provided. The field service representative went on site. She found that many instrument alarms had occurred since (B)(6) 2014. She determined the liquid flow cleaning had been overdue at the time of the event. Quality control was within expectations on the morning of the event. On the morning of (B)(6) 2014, the quality control was run and it was out of range. The customer recalibrated and repeated quality control.

Manufacturer narrative:
This event occurred in (B)(6).